Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had calibration problems and had a meter blood glucose now alarm. Customer stated that he has been having high blood glucose readings all day. Customer stated that his blood glucose is starting to come down. Customer's blood glucose was 432 mg/dl. Customer was explained that he can't calibrate with blood glucose readings over 400 mg/dl. Customer was advised to ask his doctor for options when his blood glucose is too high for him to calibrate.